Event description:
While in a cranial procedure, neurosurgeon called for assistance in building a 3d model and using tracer registration from the mr patient exams. Their mr exam was reported generating a poor quality 3d model. The surgeon was walked through adjusting the threshold and created the required model. Trouble-shooting continued through tracer registration and was successful. A registered nurse later called back for further instruction and stated that after they successfully registered with anatomical pointmerge, the software exited unexpectedly. A medtronic representative walked them through finding their registration exam and proceeding back to the navigate task. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software logs did not contain information related to the reported event: unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). Software investigation not completed at time of this report.